Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with diffuse lamellar keratitis of the right eye following lasik treatment. The topical steroids were increased and the symptoms resolved two weeks following onset.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows that the energy stayed stable in the expected ranges during the complete day and also no further issues can be identified. No technical problem can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).